Event description:
It was reported that the latitude monitoring system had a high impedance alert for this system. The low energy shock impedance was greater than 400 ohms. An x-ray was done, and it revealed a complete disconnection near the b electrode. A procedure was scheduled. The doctor explanted both the electrode and the pulse generator. There were no additional adverse patient effects.